Manufacturer narrative:
Not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2018, the patient underwent a hardware removal of a trochanteric femoral nail-advanced (tfna) nail, one (1) helical blade, and two (2) distal locking screws. The patient was implanted with the tfna nail, blade and locking screws on an unknown date. Subsequently, it was noticed that the nail was broken at the proximal end of the distal locking screws. Apart from this, it was noted that there was a non-union and femur fracture. When the patient returned to the operating room, the nail was explanted without incident and an external fixation device was placed to clear the infection. Patient or surgical outcome were not provided. This is report 1 of 3 for (B)(4).

Event description:
It was further reported that the alleged malfunction of the broken nail was discovered via x-ray on an unknown date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description for unknown x-rays. Updated for reported unknown x-rays. Date of manufacture - 27mar2018. Date of expiration - 28feb2027. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.